Event description:
Customer reported that the device was dropped recently and would not pass the user test. Further inspection found that the device had fault codes, dated to (B) (6) of 2009, logged repeatedly in the memory. Physio-control evaluated the device and observed fault codes that might indicate a failure of the device to deliver defibrillation therapy. There was no report of pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy, system control and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of the malfunction to be failure of the cr30 diode from the therapy pcb assembly. The cr 30 legs (from 5 - 9) were shorted and the failure would impact defibrillation therapy and also generate fault codes. There was no failures found with system control and user interface pcb assemblies.